Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. There is insufficient information provided to perform a system/instrument log review. The event date, surgery/procedure name, and instrument part/lot #s are unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had unspecified problems with a harmonic ace instrument. A fragment from the instrument fell inside the patient and it was unknown if it was retrieved. The procedure was completed robotically.